Manufacturer narrative:
The needle was not returned to galil medical for investigation. Production records were reviewed and no anomalies were noted. Based on galil medical's experience, corrosion can be caused by solvents inserted into the needle shaft during electro-etching marking process. A process change has been implemented to mark the needles using laser marking instead of electro-etching, however, this needle was manufactured prior to the implementation of this change. Galil medical has been manufacturing vacuum insulated needles since (B)(6) 2011. The failure rate of vacuum insulation failures is very low. The risk to a patient of a vacuum sleeve insulation failure is identical to the risk associated with non-vacuum insulated cryoablation needles. As the process for marking needles has already been changed, no further actions are required.

Event description:
During the first freeze cycle of a cryoablation procedure, the physician noticed that one of the needles had frost on the shaft. The needles and system were tested prior to the case with no issues. The physician applied saline to the skin around the needle shaft to prevent frost bite. The case was completed with no patient injury. The needle will not be returned.